Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary the customer returned (3) 0.3ml, 30ga 8mm syringes, reporting incorrect stopper placement. The samples were visually inspected and no issues were observed. A functionality test was performed and no product deficiencies related to stopper incorrect placement were observed. Based on the returned samples, embecta was not able to confirm the customer indicated failure. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specifications. Root cause cannot be determined as the reported failure could not be confirmed.

Event description:
It was reported that 2 of the bd ultra-fine¿ ii 3/10ml insulin syringe stopper deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper usuaslly stopped at the scale 3, but those two syringes reached the tip of plunger.

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 2 of the bd ultra-fine¿ ii 3/10ml insulin syringe stopper deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper usuaslly stopped at the scale 3, but those two syringes reached the tip of plunger.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd ultra-fine¿ ii 3/10ml insulin syringe stopper deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper usually stopped at the scale 3, but those two syringes reached the tip of plunger.